Manufacturer narrative:
Follow-up # 1 ¿ (03/15/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2013 at 10:48 p.m. At an unspecified date/time, the patient obtained blood glucose results of ¿216, 103, 110 mg/dl¿ with the subject meter and ¿154, 82, 80 mg/dl¿ with another device (one touch ultrasmart), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with insulin (humalog, protaphane, self-adjuster) and stated he took an increased dose of insulin (3 units of humalog in addition to the 28 units of protaphane insulin he normally takes) in response to the alleged inaccurate result(s). On (B)(6) 2013 at 5:34 a.m. The patient stated he woke up with symptoms of ¿sweating and blurred view¿. The patient tested his blood glucose and obtained a result of ¿48 mg/dl¿ with another device (one touch ultrasmart). Immediately after, the patient self-treated with food and/or drink. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The csr discovered that the patient was using the same blood sample for both measurements on the subject meter and other device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.